Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery jumped from 35% to 5%. In addition, the customer reported the battery depleted down to 35% during the night despite charging the pump the night prior. There was no reported impact to the customer's blood glucose level. Reportedly, the customer was using manual injections for insulin therapy.